Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the buttons. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad is peeling at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The contrast and ok buttons were unresponsive and the up and down buttons responded appropriately. The keypad was removed and the ok and contrast button contacts were missing. Evaluation revealed contamination under all of the button contacts. Unrelated to the complaint, the display lens was scratched. (B)(6).